Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female who underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline prostheses suffered several unexplained systemic symptoms post procedure beginning in 2018 and worsening after the patient gave birth in august of that year. Burning eyes, headache, fatigue, numbness in mouth and metallic taste in the mouth, cold feet, sweaty hands, insomnia, aching bones and muscles (specifically in hands), itching sensation all over the body, night sweats, hair loss, swollen eyes, dehydration, bruising easily, ear pain, stomach acid in mornings, and brain fog were all noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The devices were explanted on (B)(6) 2019. The patient stated to have fully recovered from these symptoms since explantation. See 1645337-2019-16145 for contralateral prosthesis report.